Event description:
It was reported that patient was placing the tubing in the notch prior to loading the spring, which caused bent cannula and high blood glucose levels and was treated with injection via multiple daily injections (mdi) on (B)(6) 2026. No further information available.

Manufacturer narrative:
MDR / initial 5 of 5. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.